Manufacturer narrative:
Concomitant medical product: ddmb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible undersensing noted on the right atrial (ra) lead during atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ra lead continued to exhibited undersensing during ventricular tachycardia (vt) events.